Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was not alerting when his blood glucose level was high or low. The customer experienced a low blood glucose level of 26 mg/dl. The customer also experienced high blood glucose levels but the insulin pump was not alerting him. The customer could not see and it hurt when his blood glucose level dropped very low. The device was not returned.